Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was the reported the insulin gauge was inaccurate. Fill estimate was accurate at the time of report. Additionally, it was reported an unexpected reset occurred. Customer's blood glucose was 112 mg/dl. Reportedly, the customer was able to load a new cartridge and resumed insulin delivery.